Event description:
It was reported that a patient with a 29mm 6900tfx mitral valve underwent a valve-in-vale procedure after an implant duration of approximately five (5) years and eight (8) months due to stenosis. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
H11. Additional narrative/data. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 6900tfx mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 11 years and eight (8) months due to stenosis. The patient presented with heart failure and dyspnea. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was in stable condition post procedure and was discharged pod#1.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections a1, a2, b5, b7, d4, d6, g3, g6, h2, h6 (health effect - clinical code, device code). Based on the additional information obtained, the implant duration was >10 years. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.